Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Add'l info: 1627487-12192011-003-r.

Event description:
It was reported the pt has lost stimulation. It was also reported the pt has not recharged the ipg as recommended. An sjm rep attempted to resolve the issue, but the programmer and charger could not communicate with the ipg. As a result, the pt is scheduled to undergo surgical intervention on a later date to address the issue.